Event description:
Boston scientific received information that over the past few months, this right ventricular (rv) defibrillation lead exhibited a rise in pacing threshold measurements and pacing impedance measurements. The pacing impedance measurements became high and out of range. Shock impedance remained normal. The physician decided to implant an additional pace/sense lead and keep the shock portion of this lead in service. A surgical procedure was performed and this was carried out successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.